Event description:
The field service engineer was on site to perform a preventive maintenance on rosa brain 3.0 device br18041. During the maintenance, the optical distance sensor (mt-02-183 s16064) failed the kineverif accuracy test multiple times with different setups ¿ overall, the laser failed 6-7 times. Surgeons of the hospital verified that they have had great accuracy in their recent cases and had not noticed any issues. The field service engineer also performed the applicative test and found the registration to be spot-on when performing verification. Additionally, all of the planned trajectories passed. There was no patient involvement.

Manufacturer narrative:
It was reported that the optical distance sensor failed to pass the accuracy tests multiple times. DHR review and review of complaint history were not performed based on the low severity of this complaint. After testing the optical distance sensor on another device, it was determined that it was not defective (the accuracy tests were passed). Therefore, it was decided to exchange the entire interface block with another device (interface block is composed by the sterile robot arm interface s/n (B)(4) , the force sensor s/n (B)(4) and the electrical insulation interface s/n (B)(4). This exchange was successful and accuracy tests passed on device br18041.the reason why the optical distance sensor was not passing the test with the interface block on device br18041 cannot be determined. The accuracy test is a sensitive test. However, the optical distance sensor forms a couple with the calibration plate and the sterile robot arm interface of the interface block. This couple can be disturb by a lot of factors that are currently being determined in a corrective action. No exact root cause can be determined for the moment. UDI: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer was on site to perform a preventive maintenance on rosa brain 3.0 device br18041. During the maintenance, the optical distance sensor ((B)(4)) failed the kineverif accuracy test multiple times with different setups ¿ overall, the laser failed 6-7 times. Surgeons of the hospital verified that they have had great accuracy in their recent cases and had not noticed any issues. The field service engineer also performed the applicative test and found the registration to be spot-on when performing verification. Additionally, all of the planned trajectories passed. There was no patient involvement.